Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating this observation occurred during preventative maintenance testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The event history log was unable to be downloaded. Functional tests included use testing. A battery was inserted into the pump and when the pump was turned on and an error code was displayed. It was noted that the pump had fluid ingression around the housings gasket and the side of the screen. The main processor unit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.